Event description:
It was reported to boston scientific corporation in 2008 that a obtryx system halo device was used during a pelvic sling procedure (female patient; over 40 years old and weight unknown). According to the complainant, the loop on the mesh sleeve broke. The physician pulled out the mesh sleeve and removed the device. The procedure was completed with another obtryx system halo device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Component(s), broken. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.